Manufacturer narrative:
Additional manufacturer narrative : although there have been attempts to receive further information regarding the event, no additional details were provided. The explanted device was not returned to edwards for analysis due to the health insurance portability and accountability act (hipaa). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Edwards lifesciences (edwards) maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this aortic bioprosthetic heart valve was explanted after two (2) months due to unknown reasons. This was replaced with a 21mm pericardial bioprosthesis. No additional details were provided.

Manufacturer narrative:
(B)(4). There may be cases in which our devices are implanted in a patient with active native valve endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results in removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this bioprosthetic aortic heart valve was explanted after two (2) months due to severe aortic stenosis, secondary to recurrent prosthetic valve endocarditis. Upon visualization, the valve was diffusely covered with a pink, fibrinous material. This was excised and a 21mm pericardial bioprosthesis was used in replacement. After closure of the aortotomy, the ascending aorta disrupted distal to the aortotomy suture line. The heart was re-arrested and the ascending aorta was patched. Separation from bypass the second time was uneventful and tee revealed a well-seated bioprosthetic valve without any evidence of aortic insufficiency. The patient was transferred to the cardiothoracic intensive care unit in guarded condition; she was later discharged on pod #30 due to complications associated with her comorbidities.